Event description:
It was reported that an unspecified alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer resumed insulin and continued to use the pump for insulin therapy.